Event description:
It was reported that the pt underwent an anterior pelvic floor repair procedure in 2006. A week later, the pt came into the physician's office for a voiding trial. The pt passed her voiding trial in the office, went home, and took her temperature which was 102 degrees. The pt returned to the physician's office and a palpable 4 x 4 cm pelvic hematoma on the anterior vaginal wall was noted. The pt's temperature was confirmed at 102.4 degrees. The pt was sent to the hosp and placed on IV flagyl and moxifloxacin. A CT scan showed a 6 x 6 cm hematoma, and an MRI revealed a second hematoma in the left obturator internus muscle that measured 8 x 4 cm. The pt was not brought back to the or for drainage, and the hematoma is resolving on its own. On three days later, no palpable hematoma was noted and there was no abnormal vaginal drainage.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.